Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis found no anomalies.

Event description:
It was reported that the right ventricular lead dislodged while the patient was in recovery following the implant procedure. It was also reported that there were unacceptable thresholds and difficulty positioning the lead. The lead was removed and replaced. There were no patient complications as a result of this event.